Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 08/25/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. While performing an annual planned maintenance (pm) on the imaging system, after replacing motion batteries, identified two missing voltages on the motor battery changer and one missing voltage on the generator battery charger. Replacing the motion batteries charger and generator batteries charger resolved the issue. Performed a full system checkout. All the tests pass. Imaging system is fully functional and ready for clinical use. Return requested. Replacement battery charger 1 and motor battery charger shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while performing an annual planned maintenance (pm) on the imaging system, after replacing motion batteries, identified two missing voltages on the motor battery changer and one missing voltage on the generator battery charger. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned motor battery charger board found that the reported event was related to an electrical issue with the board. The motor battery charger did not pass functional testing on the test fixture. 4.1vdc low, 27vdc not present, channels a b and c no output for over and max load, and half output for no load and min load. The reported event was confirmed. The battery charger 1 board was also returned to the manufacturer for analysis. The charger 1 board passed functional output test. Visual inspection noted led's light as expected, but the board was severely warped and had many leaking capacitors. The tester installed charger 1 board on a test imaging system and the system performed as expected. Both 2d and 3d imaging were successful. No functional problem found. Despite visual imperfections noted, the device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.